Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. All other rv lead measurements were within normal range and no noise was ever observed. Later, surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.